Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, the surgeon clamped the tissue, pushed the green firing mode button, confirmed the device switched to the firing mode and tried to fire , however the device did not react. The procedure was completed with another device. There was no adverse event or patient injury.